Manufacturer narrative:
The unexpected bolus was not specified in the complaint notes. Unable to verify the bolus delivery anomaly. The pump was downloaded properly using care link personal and care link pro. The pump was also monitored for two days. No unexpected bolus delivery was noted. The pump was programmed with multiple test boluses and was monitored. All boluses were delivered properly and were listed in the daily history screen. No bolus anomaly was noted during testing. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump had minor scratches on the display window, a scratched case, a scratched keypad overlay, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was over delivering boluses which was causing hypo glycemia. It was reported that customer who is a child was not programming pump. Customer's blood glucose was 4.2 mmol/l. Insulin pump would need to be replaced.